Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and was found to have no issues during visual inspections. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Three clips were successfully applied. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted other colorectal surgical procedure, customer reported the medium-large clip applier instrument jaw part could almost not be opened at all. Clip clamping intraoperatively was very time-consuming. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred before the first use on the patient, as the clip applier could not be opened to clamp the clip. The problem was discovered by the operating room nurse before the robot was used, as it was not possible to insert a clip. The clip applier was not used. A different clip applier was used. There are no pictures available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.